Event description:
It was reported that during a cardiac ablation procedure, radiofrequency (rf) was applied to the anterior line using the rf anterior setting, and a steam pop occurred at the sixth point. Upon review of the ablation graph, it appeared that the pop occurred at the timing when the temperature rose steeply to 83°c. After creation of the anterior line, when the catheter was inserted into the left atrial appendage, it was found that electrical potential was absent. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.